Manufacturer narrative:
The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® acd-a 1.5 ml blood collection tubes, the device experienced glass breakage during use. This event occurred three times. The following information was provided by the initial reporter. The customer stated: ¿I want to ask you about bd vacutainer acd 8.5ml yellow top, I bought them from you, and when I use the centrifuge slowly turn the speed up, and when arrive at 2000 the vacutainer tube just explode. It could be the problems with tubes? Just looking for advice as it's first time when I use them. I tried three times and always happen this.¿

Event description:
It was reported when using the bd vacutainer® acd-a 1.5 ml blood collection tubes, the device experienced glass breakage during use. This event occurred three times. The following information was provided by the initial reporter. The customer stated: ¿I want to ask you about bd vacutainer acd 8.5ml yellow top, I bought them from you, and when I use the centrifuge slowly turn the speed up, and when arrive at 2000 the vacutainer tube just explode. It could be the problems with tubes? Just looking for advice as it's first time when I use them. I tried three times and always happen this.¿.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.